Event description:
It was reported that during a stenting treatment procedure stent damage occurred post deployment. Access was obtained via the right radial artery. The 12mm in length by 3.50mm in diameter, 97% stenosed, eccentric and de novo target lesion being treated was located in the severely calcified and non-tortuous right coronary artery (rca). The lesion was predilated with a 1.10x10mm non-bsc balloon catheter and a 2.50x10mm non-bsc balloon catheter, resulting in 80% residual stenosis. A 3.50x16mm promus element stent was then advanced to the rca and deployed. A 3.50x10mm non-bsc balloon catheter was then advanced for post-dilation and was inflated to 20 atms. Following post-dilation it appeared as though the distal edge of the 3.50x16mm promus element stent had fractured. No patient complications were reported and the patient's status is stable. It was also reported that during the procedure a 3.00x16mm promus element stent was deployed in the left anterior descending artery.

Manufacturer narrative:
Device is a combination product. Device code # 1260 relates to component code # 515. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).